Event description:
It was reported that a trocar pin, opened sterile before case, snapped in half as it was being inserted into the tibial cutting guide and appeared to have cold welded to the tibial cut guide. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10- medical product. Psn tib cut gde - lt 3 deg, item# 42539905103, lot# 56572883. H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11 corrected: h4 visual examination of the returned product identified signs of use (extensive damage/deformation of the tip and grooves/wear marks around the shaft). The device is fractured (not all returned). Confirmed that the remaining piece is stuck/seized in the cut guide. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.